Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that when we opened the 9 mm tibial insert we noticed a small slightly roughened edge on the insert. Edge looked slightly deformed and roughened instead of smooth like ordinary poly insert. Physician used it in spite of small defect.